Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime or a33 and displacement test. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer¿s blood glucose level was 123 mg/dl at the time of the incident. The customer did not provide information on events leading up to the incident. Troubleshooting was performed and did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.